Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular pacing lead impedance had dropped to a low and out of range value in both bipolar and unipolar, and the capture threshold had increased. A chest x-ray showed an insulation break on the right ventricular lead. The lead was explanted and replaced, and the patient was in stable condition.